Event description:
Nurse was de-accessing a port and the safety mechanism failed, resulting in needlestick and bodily fluid exposure. This happened on 2 occasions, only one was saved. Unknown lot number as packaging was not saved.